Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 12 years post index procedure the patient experienced abdominal pain. A CT revealed the aneurx device had migrated distally by 1 cm in length and there was a proximal type I endoleak. The CT also revealed a contained aneurysm rupture. An intervention was elected to not be performed and the event was not resolved. Per the physician the cause of the event was due to the patient anatomy of aortic neck dilatation. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.